Manufacturer narrative:
Corrosion was observed on the mechanism spring and linkage assembly. A leak test was performed where an internal leak was found. This leak resulted in the improper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 28.4 mmol/l (511.2 mg/dl) while wearing the pod on the abdomen between 5 and 24 hours. Hyperglycemia treated by activating new pod and bolus